Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a battery issue was confirmed and duplicated during evaluation. The cause of the determined damaged battery was depleted batteries due to user error . The battery and battery harness were replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.